Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2024-01864. It was reported the patient was experiencing pain at the ipg site due to the ipg to being superficial. The ipg was also nearing end of life. As such surgical intervention took place where the pocket site was revised, the pocket was moved below the waistline, and the ipg was replaced to address both the issues. Following the procedure therapy was restored.